Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information was received, though not verified, reported the patient with this device also experienced recurrent urinary tract infections, urinary frequency, stress urinary incontinence, rectocele, cystocele, atrophic vaginitis, dysuria, possible painful bladder syndrome, and painful micturition. The patient underwent bladder surgery and also a cystoscopy and vaginal exam under general anesthesia. Interventions also included cystourethroscopy and abdominal surgery with cystocele repair.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received reported that the patient experienced ecchymosis noted to the right of the urethra, urinary urgency, the sensation of incomplete emptying of bladder, and underwent a transobturator sling placement under general anesthesia.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient experienced pain, worsening incontinence, complex recurring extrusions and erosions of the mesh, chronic inflammation and swelling, mesh adhesion to surrounding tissue, scar plating, tissue damage, and mesh deformation including coiling, contracting and curling of the mesh, mesh hardening, stiffening and folding. The patient required pain intervention and surgical interventions to remove segments of the mesh and a ureteral reconstruction surgery.